Event description:
Caller reported that the pump battery would not charge despite attempts using various wall adapters and charging cables. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. To address the issue, technical support decided to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup insulin therapy. The caller was instructed on returning the pump using a pre-paid label and putting it into storage mode before returning.